Event description:
It is reported that a ventilated patient was able to bite through his endotracheal tube on day six (6) of intubation.

Manufacturer narrative:
On (B)(6) 2014, the patient was admitted to the hospital with c3, c4 spinal injuries after a diving accident. He was reported as agitated with "aggressive head motions". On (B)(6) 2014, although a competitor's oral endotracheal tube securement system was in place, the patient was able to bite the endotracheal tube into two (2) pieces. Magill forceps were used to retrieve the other half from the airway. The patient coded, and resuscitated, and reintubated. No injury was reported as a result of the incident. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report, however an investigation is in progress. A return sample for evaluation is not expected and the lot number was not provided. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 23, 2014.